Event description:
It was reported that during scheduled review of remote home monitoring data, this right ventricular (rv) lead exhibited a gradual decrease in pacing impedance measurements from 1,890 ohms to the lowest measurement of 933 ohms. Measurements were noted to have stabilized at 1,173 ohms. No noise or oversensing was observed. Additionally, intermittent loss of rv capture was identified upon review of stored atrial tachycardia response (atr) episodes. The information was communicated to the physician and review of the rv capture thresholds was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.